Manufacturer narrative:
H6: corrected the following: type of investigation. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Concomitant products: 4985857 - 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 4779951 - 180-65-25 - alteon 6.5mm screw, 25mm. 4241288 - 180-65-35 - alteon 6.5mm screw, 35mm. 4895553 - 186-01-58 - integrip cc, cluster 58mm, g3. 4096994 - 188-00-14 - wedge plasma s/o sz 14. The product associated with the reported event is within the scope of recall z-1729-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (mdl no. 3044) (ngg) (mmh). Related case: (B)(4). It was reported via legal documentation that approximately 71 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and which required corrective revision surgery and ongoing medical care. No further issues or complications were reported. No additional information is available.